Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, shocking coil issue was confirmed through visual inspection. The clear medical adhesive was torn or separated from the polytetrafluoroethylene at the proximal and distal ends of the proximal spring electrode and the electrode was slightly stretched at these points.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to physical damage on the shocking electrode. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint lead, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to physical damage on the shocking electrode. This lead was never in service. No adverse patient effects were reported.